Event description:
It was reported that the customer received a motor error. Customer's blood glucose was 178 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test and no motor error alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.